Manufacturer narrative:
The instrument was returned and evaluated. Engineering placed the instrument on a system and the instrument was driven. Recognition and engagement passed testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported during a da vinci si nissen fundoplication procedure that the grasping retractor instrument would not release the patient tissue, even with the emergency release. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
It was indicated by the isi representative that the surgeon was repairing a hernia when a non-recoverable error occurred on the system. The emergency wrench failed to open the instrument so the arm was stabilized while the system was restarted and then the surgeon was able to open the grasping retractor with the system and release the tissue. The procedure was delayed by about 10 minutes. There was no harm or injury to the patient, the patient recovered as expected. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.